Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. The event history log (ehl) showed when the pump was on and off and noted that on 26jul2021 lost power. Visual and functional testing was performed. The reported issue was duplicated. The technician found the device intermittently power lost/reboot during the investigation. The root cause of the issue is unable to be determined. The microprocessor unit board was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump kept rebooting. No patient was involved in this event. No adverse effects were reported.